Event description:
It was reported that a neuroform stent was placed across the neck of an ica aneurysm. The microcatheter was positioned through the stent into the aneurysm. Multiple coils had been deployed into the aneurysm. Upon delivering an additional embolization coil, the coil was partially within the microcatheter and partially in the aneurysm when the catheter kicked out of the aneurysm. Attempts were made to get the coil back in the aneurysm and in doing so, the coil stretched. In an attempt to remove the coil, the coil stretched and prematurely detached from the delivery pusher. An attempt was made to remove the coil with a microsnare and an alligator snare, both attempts were unsuccessful. A wingspan stent was placed at the site of the coil that was not with the aneurysm. The patient was reported to have paralysis in right arm and slurred speech. Both left arm and leg were normal. The patient was taken to ICU. Twenty four hours following procedure the patient was reportedly in same condition. The patient was discharged to rehab facility and prescribed plavix.

Manufacturer narrative:
Sample analysis: the pusher was returned with the implant detached. The implant was not available for analysis. The attachment tether that holds the implant intact with the pusher is white/opaque. This appearance is consistent with stretching. The remainder of the delivery pusher appeared normal in specification. Root cause analysis: the root cause of this complaint appears to be that the device was exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. It is unknown if the microcatheter used with this device contributed to this incident, as it was not available for analysis.